Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. Reportedly the pump casing was damaged around the display and the top of the battery cap was worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/03/2015 with the following findings: on investigation, the alleged damaged casing around the display was not verified. Related to the reported casing issue, the battery compartment was found to have cracked in the threads area and from the top to the grip pad. The threads of the battery cap were stripped and the top was worn. Using a test cap, the pump powered up with auditory and vibratory features. No tactile issues were found with the buttons.